Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 22apr2019 a representative from an optical store in (B)(6) called to report a patient (pt) experienced redness and had a partial loss of vision while wearing the acuvue oasys brand contact lenses in (B)(6) 2019. The representative stated that the pt¿s parent reported the pt had been diagnosed with a corneal ulcer caused by the suspect contact lens (cls). On 23apr2019 the pt¿s parent reported redness and irritation on the 2nd day of cls wear. On the 3rd day of cls wear the redness and irritation continued. The pt went to the eye care provider (ecp) and was advised it was probably due to contact lens wear. On the 4th day of cls wear the pt returned to the ecp¿s office and at that visit the pt was diagnosed with an os corneal ulcer. The parent also reported a ¿white spot¿ on the pt¿s os at 6 o¿clock, at the lower part of the cornea. The pt was prescribed besivance every hour for 1 week, then every 2 hours, and currently the besivance is prescribed every 3 hours. The parent reported the pt was also prescribed 2 other eye drops by the ecp, but the name of the eye-drops and frequency prescribed were unknown. The parent reported the 1st week of treatment the eye-drops were alternated every hour. The parent reported the other 2 eye drops are currently discontinued. The pt was also treated in a surgery center about 2 weeks ago with antibiotics. The parent reported afterward there was considerable improvement. The parent reported the pt had temporary vision loss and is still unable to see well and os redness continues. The pt has a follow-up visit on (B)(6) 2019. The pt has a monthly replacement schedule and uses ultra-sept to disinfect the lenses. The pt does not have eye glasses. On the 26apr2019 the parent reported there was great improvement os at the (B)(6) 2019 ecp visit. The parent reported the corneal ulcer only needs another 10-15% for complete healing. The corneal ulcer is located between 6:00 and 8:00 o¿clock, below the pupil and is not centrally located. The ecp was not able to provide an eye glass prescription yet. The pt continues besivance tid and optive lubricating drops. Pt has an additional ecp follow-up appointment on (B)(6) 2019. On (B)(6) 2019 an email was received from the pt¿s treating ecp with additional medical information. The pt was initially seen on (B)(6) 2019 with return visits on (B)(6) 2019. The pt was diagnosed with corneal ulcer os, hypopyon (endophthalmitis); a culture was not taken, but the ecp reported the event was infectious. The location of the corneal ulcer is between 6:00 and 8:00 o¿clock, touching the lower portion of the visual axis. The pt was prescribed ¿besivance drops every 2 hours on the first day with the introduction of fortified eye drops (vancomycin and gentamycin) from the second day and for 10 days, after maintaining only besivance and lubricants to date¿. A subconjunctival injection of depo-medrol was given to alleviate the inflammatory process on (B)(6) 2019. The pt is responding well to treatment at the (B)(6) 2019 visit. The ulcer was almost completely closed without hypopyon and a ¿calm¿ eye. On (B)(6) 2019 additional medical information was received: the pt¿s parent reported a follow-up visit to the ecp on (B)(6) 2019. The ecp reported the ulcer is 85-90% healed. The pt was prescribed epitegel cream once at night, besivance tid and optive tid until the return visit. The ecp was not able to provide an eye glasses prescription at this time. No additional medical or product information has been received. The parent also reported the suspect lens is available, however the parent refused to return the suspect lens at this time. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l003gkl was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On 03jun2019 a call was placed to the patient¿s (pt) parent and additional medical information was provided. Pt was released from eye care provider (ecp) care. Pt has a follow-up appointment in aug. Ecp discontinued use of pt medications and the pt is currently only using lubricating eye drops. The pts os is ok now, but the pt was advised to only wear glasses now. Ecp has not released the pt to return to contact lens wear. On 05jun2019 additional information was provided. The parent reported the suspect os contact lens was available for return and the product was scheduled for pick-up. Receipt # 1 dated 02apr2019 for tylex 30mg (500mg paracetamol and 30 mg codeine), sal fruta (for stomach) and besivance 0.6%, receipt # 2 dated 15apr2019 for epitagel, receipt # 3 dated 11apr2019 for besivance, receipt # 4 dated 25apr2019 for optive and besivance, receipt # 6 dated 29mar2019 for flutinol. On 07jun2019 additional information was provided. The suspect os lens pick-up was cancelled as pt reported they were unable to travel at this time to pick up the lens. No additional information has been received. The suspect lens was requested for return, but it has not yet been received. If any further relevant information is received, a supplemental report will be filed.